Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv), left ventricular (lv) and atrial lead had dislodged due to migration of the device. It was also noted that all the leads exhibited failure to capture and altered sensing. The rv and lv lead impedance was altered as well, and the atrial lead pacing impedance was high. All the leads were explanted and replaced. The device remained implanted. The patient condition was stable.